Event description:
It was reported that the pink slide did not advance when the pod was activated, indicating a failure of the needle mechanism. The pod was not worn, and there was no reported impact on the patient's glucose level, which remained within the normal range (121¿180 mg/dl).

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.